Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged. On (B)(6) 2013, an attempt to reposition was unsuccessful. The lead was cut, removed and replaced.